Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the postoperative visual acuity condition was not on target. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Only half of the optic with one haptic was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with was observed on the returned product. Haptic and optic damaged was observed. The lens was returned in a competitors lens case that was placed into a lens carton that had the detail marked out. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated a qualified cartridge was used with a qualified handpiece. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for the postoperative visual acuity. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).